Event description:
On june 30, 1999 safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: severe physical injury an damage, including. But not limited to, severe and irreversible type I latex allergy, which is believed to be permanent and life-threatering.